Manufacturer narrative:
Unit received with no button error alarm noted. Unit had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Unit had cracked display window, scratched display window, cracked case at display window corner and cracked reservoir tube lip. Unit had moisture damage on lcd board. No crack noted on lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's act and escape buttons were unresponsive. The insulin pump may have been exposed to moisture. The insulin pump had small crack on the lcd screen. The customer could see moisture under the screen. The numbers on the screen were ramping on their own and the scroll bar was moving without input from the user. The insulin pump alarmed button error after it was exposed to moisture. The buttons on the insulin pump were intermittently working. Customer's blood glucose level was 400 mg/dl. The customer took an injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.